Event description:
Information received regarding the explanted device notes false battery data that may have caused the clinician to believe that 80% of the total service life remained. The device was subsequently replaced. The patient's condition was good before and after the event.